Event description:
Pt reports when trying to inject medication using the whisperject auto injector, the orange cap that should click into place to use the syringe wouldn't click into place. He was able to twist it enough to where it stuck and allowed him to use the device. Date of occurrence: (B)(6) 2019. Was the product taken / administered? Yes; can MFR call pt for f/u? Yes; can MFR arrange for product pick up? Not provided. Reported to (B)(6) by pt/caregiver.